Manufacturer narrative:
Complaint conclusion: the cc has been updated to reflect return of the product for analysis showing that the failure reported by the customer was not confirmed, the distal tip was not missing. During a hepatic artery embolization procedure, after deployment of the precise 6 x 40 stent at the target lesion, the nose of the catheter separated and migrated distally. It was indicated that the stent was deployed successfully overlapping another stent and that there was no reported resistance when the catheter was being removed. The catheter tip separated near the radiopaque marker. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product was returned for inspection. One non sterile precise pro rx ous carotid system, 5f, 6mm x 40mm, 135 cm was received coiled inside a plastic bag. The unit was deployed. A kink was observed on the support member at 4cm from distal tip. No more anomalies were observed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the "kink" condition found could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. Handling and procedural factors could be contributed to this condition. The failure reported by the customer was not confirmed. The cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. Analysis of the returned device shows that the failure reported by the customer was not confirmed, the distal tip was not missing, there was no device failure/malfunction.

Manufacturer narrative:
Complaint conclusion: during a hepatic artery embolization procedure, after deployment of the precise 6 x 40 stent at the target lesion, the nose of the catheter separated and migrated distally. It was indicated that the stent was deployed successfully overlapping another stent and that there was no reported resistance when the catheter was being removed. The catheter tip separated near the radiopaque marker. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product was not returned for inspection. Review of lot 15721501 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during a hepatic artery embolization procedure, the 135 cm. 5 fr. Precise 6 x 40 stent was deployed at the target lesion. After releasing the stent, the nose of the catheter separated and migrated distally. Additional information received indicated that the stent was deployed successfully overlapping another stent. There was no reported resistance when the catheter was being removed. The catheter tip separated near the radiopaque marker. Additional information has been requested.